Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation and also displayed error messages (sf148 and sf200) related to the blower and blower temperature respectively. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of sf148 and sf200, however, performance testing could not reproduce sf148 and sf200. Visual inspection of the circuit board inside the main blower revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf148 and sf200 were due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation and also displayed error messages (sf148 and sf200) related to the blower and blower temperature respectively. There was no patient harm or a serious injury reported as a result of this incident.